Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a inguenal hernia repair procedure, the product was broken in an extreme and it was necessary to change for other. The distal extreme of the product broke. The patient did not have any injury the current status of the patient is hospitalized.